Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Unable to confirm compromised force senor system alarm due to motor error alarm. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and missing end cap sticker noted.

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm during prime. Customer's blood glucose was 161 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.